Event description:
During evaluation of a returned minicap extend life pd transfer set, a missing/damaged chip was identified. There was no patient involvement as this was identified during evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Initial evaluation verified the damaged/missing chip condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed and although a nonconformance was noted with lot h13i23057, it was determined not to be related to this event of damage (missing chip) of a transfer set. The transfer set was received and evaluated. The visual inspection which also included the use of a microscope, noted that the sample contained damage/missing chip (insert). The device did not meet product specifications related to the damage. The transfer set also underwent functional testing: leak testing, clear passage testing and clamp function testing. The device passed all of the functional testing. The damage was verified during the evaluation of the device, but the cause could not be determined. This issue is being further investigated through a CAPA. If additional relevant information is obtained, then a follow-up MDR will be submitted.